Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
(B)(4). The patient implanted with the subject device passed away with a context of kidney failure and pneumonia. Pacemaker malfunction is not suspected by the physician to contribute to the event.